Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 102 mg/dl. The customer reports they did not hear beeps between the two audio beep volumes. The audio beep test failed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.